Event description:
The pt's mother reported that on (B)(6) 2015 her son had to be hospitalized for 10 days due to his pdm blood glucose meter not reading correctly. His bg ranged between the 200's to the mid 300's mg/dl. At the hospital a bg meter comparison was performed. Her pdm read 50 mg/dl vs 220 mg/dl for the hospital's meter. He was diagnosed with reactive arthritis caused by salmonella and ankylosing spondylitis and he also had a seizure. They treated him with fluids, insulin (either novalog or lantis) intravenously and he was given pain medication to help with his arthritis. During a follow up call she stated that she recently received a new batch of bg test strips from their pharmacist and she confirmed that she was using the (uncleared) free style lite strips.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the pt's hospitalization. The pt was informed tht freestyle lite test strips which are not cleared for use with the omnipod insulin management system integrated (freestyle) blood glucose meter. Qualification records were reviewed and the product lot met all acceptance criteria.